Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 05/14/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) device was returned within its original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported issue could not be confirmed. Manufacturing record review: per manufacturing records review report, no related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported residue/smears right (od) eye with a patient interface lot number. The surgery was completed by switching out the patient interface. There was no patient injury, medical or surgical intervention required.